Event description:
It was reported that during an unknown procedure, the device cut but would not staple. It is unknown if the surgeon completed the procedure with manual sutures or another device. There were no adverse consequences to the patient. It was not possible to obtain additional information.

Manufacturer narrative:
Information anticipated, but unavailable at this time.